Manufacturer narrative:
Based on the claim against the product by the customer noting tip broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis (fa) investigations confirmed the customer reported complaint. Fa found the primary failure of broken grip to be related to the customer reported complaint. The tip up fenestrated grasper instrument was found to have a broken grip at the grip base. A piece approximately 0.185" x 0.917" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips-tips are typically attributed to mishandling/misuse, such as excessive for applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding the broken instrument tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. No image or video was available for review. A review of the instrument log for the tip-up fenestrated grasper (part number 470347-12/ lot number u11220616 0061) associated with this event has been performed. Per the review, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 5 uses remaining after the last procedural use. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is a reportable malfunction event due to the following conclusion: it was alleged that the tip-up fenestrated grasper instrument had a broken tip. Failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted adrenalectomy surgical procedure, the tip up fenestrated grasper instrument tip broke off. The procedure was completed with no reported injury. Follow-up has been performed to request additional information. However, no further information has been obtained as of the date of this report.